Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fridge would not open unless it was opened manually, and the system did not register when the door was opened. The user had to manually open the fridge door because it continued to fail. The customer reported that they had to access the medications in another manner that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch lock and unlock status would change intermittently on its own. The field service engineer found that the hasp alignment was correct, but old latches were installed. The fse then installed a new latch and harness to resolve the issue. The system functioned as intended after the field service engineer repaired the device.